Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was fractured after sterilization.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this event is a duplicate of the one submitted under 0001822565-2018-04727.